Manufacturer narrative:
The insulin pump passed displacement test, pump self test, off no power test, unexpected restart error test and rewind test. The operating currents were in spec. Motor passed motor test. Motor error alarmed during basic occlusion test due to faulty force sensor resistor. Minor scratches on lcd window, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads and broken belt clip slot observed during failure analysis.

Event description:
It was reported the insulin pump was returned for analysis. The reason behind the return was unknown. Customer's blood glucose was not provided.